Event description:
Prof dr head of theatre, reported, via sales rep, that a cemented abg was implanted. Further he reported that a sleeve should be used to implant a ceramic head. Further he reported that the sleeve stood over the konus, so it was not possible to keep it. Further he reported that the event happened during a surgery, the operation could be finished, the surgeon used an alternate "v40 ceramic head".

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, then it will be submitted in a supplemental report.